Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code 44. This condition had the potential to interrupt delivery. This condition was found in the biomed department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with failure code 44 was not confirmed. The root cause of the condition was not determined. Since the condition was not confirmed, no repairs were made for the reported condition. Should additional information be received a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The quality engineer has identified failure code 49 as the confirmed reported condition. The assignable cause was a defective main battery. The main battery was replaced to correct the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.